Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging and three photos were provided for evaluation. A visual evaluation was performed and a large vertical cut was observed on tubing near the patient connector which would allow air to escape and cause air in line. Although the reported defect was confirmed, the exact root cause cannot be identified. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during kt monitoring: when rinsing, the nurse noticed that the saline was flowing and that there was only air in the reflux. On looking at the base of the device, it appeared to be punctured, allowing saline to flow out and air to escape. Device removed immediately and stored, no injury reported.